Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the device was returned for evaluation. The device was inspected for any damage or irregularities. The device showed damage in the form of stretching and 2 fractures located 8.5cm and 10cm from the hub. The device was not completely separated, the inner liner was still attached. There was a kink located 131.3cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the opening of the microcatheter was detached. The target lesion was located in the lung. A 135/10 renegade hi-flo kit was selected for use. During the preparation, it was noted that the opening of the microcatheter was detached in the distal part. The catheter surface flushed/carrier tube hydrated prior to removal from carrier hoop and took few seconds to elapsed between hydration. The procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that the opening of the microcatheter was detached. The target lesion was located in the lung. A 135/10 renegade hi-flo kit was selected for use. During the preparation, it was noted that the opening of the microcatheter was detached in the distal part. The catheter surface flushed/carrier tube hydrated prior to removal from carrier hoop and took few seconds to elapsed between hydration. The procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure.